Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with an enlarged atrium. A mitraclip xtw was inserted. However, while positioning the mitraclip xtw in the left atrium (la), the patient became tachycardic. To control the heart, metoprolol was administered. The patient became hypotensive, bradycardic, and then had cardiac arrest. After 9 minutes of cardiopulmonary resuscitation (CPR) and resuscitation, the patient¿s pulse and blood pressure returned. Due to the patient¿s unstable clinical condition, the clip was removed from the patient, and the procedure was discontinued. There were no device issues. In the physician's opinion, the mitraclips did not cause or contribute to the patient's tachycardia, requiring medication, hypotension, bradycardia, or cardiac arrest, requiring CPR and resuscitation. It was noted that there was no additional harm attributable to the mitraclip procedure. No clips were implanted, and the mr remains at baseline prior to the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tachycardia, hypertension, bradycardia and cardiac arrest was unable to be determined. The reported patient effects of tachycardia, hypertension, bradycardia and cardiac arrest, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported medication required and unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with an enlarged atrium. A mitraclip xtw was inserted. However, while positioning the mitraclip xtw in the left atrium (la), the patient became tachycardic. To control the heart, metoprolol was administered. The patient became hypotensive, bradycardic, and then had cardiac arrest. After 9 minutes of cardiopulmonary resuscitation (CPR) and resuscitation, the patient¿s pulse and blood pressure returned. Due to the patient¿s unstable clinical condition, the clip was removed from the patient, and the procedure was discontinued. There were no device issues. In the physician's opinion, the mitraclips did not cause or contribute to the patient's tachycardia, requiring medication, hypotension, bradycardia, or cardiac arrest, requiring CPR and resuscitation. It was noted that there was no additional harm attributable to the mitraclip procedure. No clips were implanted, and the mr remains at baseline prior to the procedure.